Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient's primary care physician and cardiologist were made aware of the skin irritation and told her to apply over the counter triple antibiotic ointment to the irritation. Follow up indicated that the skin irritation improved upon using the ointment.